Manufacturer narrative:
E1: event country: canada. Name: tandem. Country: united states of america. Street address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient had experienced adhesive issue as infusion set patch did not stick to skin upon insertion on 07-mar-2026. Patient replaced and resumed insulin deliveries successfully.